Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low (B)(6) g2 result for one patient from cobas 8000 cobas e 602 module serial number (B)(4). The result from a plasma sample was (B)(6). The result from a serum sample drawn at the same time was (B)(6). This result was believed to be correct. The samples were tested on an abbott analyzer and the results were the same (serum was (B)(6) while plasma was (B)(6)), but specific data was not provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The qc results on the day of the event were in range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.